Event description:
I use the abbott freestyle libre 3 plus cgms, with a tandem t-slim x2 insulin pump. On both (B)(6) 2026, plus 1 more time, this cgms failed! I called abbott for replacement cgms devices. Was told, " no, you are under review, we will not replace these cgms devices ". This is illegal, as I am not responsible for abbott freeestyle libre 3 plus failures. I would like a new FDA investigation into these cgms devices. I do follow recommendations for their usage. Abbott sent me an email saying had not returned these defective cgms devices on (B)(6) 2026. I have not received any replacement, so, can't return anything. Abbott needs to be investigated for fraudulent products, that do not work. Abbott refuses to fix their freestyle libre 3 plus cgms. I've read on the reddit forums that their employees will throw away returned cgms devices, without ever seeing what is actually wrong with the cgms. This too should be investigated. (B)(6). Pt code: 4582. Device code: 1559. Ref reports: mw5186162, mw5186164.